Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under (B)(4). Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2014, the device was interrogated before the implantation and no abnormal observation was noted. Upon its first interrogation post implantation, a warning message was displayed indicating that a device reset occurred on (B)(6) 2014. Preliminary analysis showed that the reset was related to a temporary abrupt decrease of the device internal power supply. It was recommended that physician evaluates the benefit of device replacement for the patient.